Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from january 10, 2020 - january 13, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. A functional testing could not be performed to verify the reported no flow issue. The cause of the ruptured bladder was not determined; however, the most likely cause of the condition is manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor would not flow. The device was filled with etoposide, viacristiv, and adviamycin. This issue was identified during filling. There was no patient involvement. No additional information is available.